Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument and data. There was no product non-conformance identified. The cse determined the customer did not fully reconnect the sample tubing after replacing the sample probe tip during the time of the incident. The customer processed tests on 4 sample ID while the tubing was not fully connected and all results were affected however only the troponin results were reported as the other tests results were flagged by the instrument and not reported out. Siemens concluded that the cause of the event was operator error in that the sample tubing was not reconnected properly. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high cardiac troponin (tni) patient results were obtained on a dimension exl 200 instrument. The initial result for sid (B)(6) was reported to the physician(s) and questioned. A new sample was drawn under sid (B)(6), on the same patient and repeated on the same instrument, resulting in a lower value. Additionally, both samples were repeated on the same instrument, resulting in a lower value. The initial results for sid (B)(6) and (B)(6) were reported to the physician(s) and questioned. The same samples were repeated on the same instrument, resulting in lower values. The repeat results were reported, as the correct results, to the physician(s). It was reported that a patient (sid (B)(6)) received unnecessary medication as a result. There are no reports of patient intervention or adverse health consequences due to the discordant results.